Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device did activate. The instrument was disassembled to inspect the internal components and it was noticed that the blade sheath was missing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device did not activate. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.